Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unknown date within the same year as receipt of this report, the patient was hospitalized for the peritonitis event. During hospitalization, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies, and routes not reported). The patient¿s pd catheter was removed and pd therapy was discontinued. On an unknown date in the same month as onset and during hospitalization, the patient started hemodialysis therapy. The patient was recovering from the event. No additional information is available.